Event description:
It was reported that during a brevera procedure, the tissue was not being pulled into the filter and the physician had to take more samples and images to obtain calcifications. The patient ended up getting an extremely large hematoma that caused significant discomfort and pain and was scheduled to have a breast lift 2 weeks after her biopsy. Patient had to wait additional time for the hematoma to resolve to have an additional surgery. No other information is available.

Manufacturer narrative:
Customer informed that they cannot determine the lot number related to the event. They provided 4 possible lot numbers but cannot confirm which lot was used. Thus we consider this lot number as unknown. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.